Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced a hypoglycemic event on (B)(6) 2016. Patient reported that the continuous glucose monitor (cgm) alerted correctly for low blood glucose (bg) below 80, but he ignored the alert and then passed out. Patient's partner called 911 and the patient was transported by paramedics to the hospital. Patient reported that while waiting in the emergency room, his bg went up to normal levels. Patient reported that he signed himself out and recovered okay. The patient's cgm and finger stick bg values at the time of the event is unknown. At the time of contact, patient is fine. No additional patient or event information was provided.